Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. The target lesion was located in the left anterior descending artery. After pre-dilation with a non bsc balloon, a 2.50 x 20 mm promus element was used. However, it fractured during advancing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device identified that the tip of the device was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. The target lesion was located in the left anterior descending artery. After pre-dilation with a non bsc balloon, a 2.50 x 20 mm promus element was used. However, it fractured during advancing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).